Manufacturer narrative:
No product was returned for evaluation. Device history records for the indicated production lot were reviewed and found to meet all product requirements prior to release. Retain samples were tested for all finished goods testing and all samples passed. This report and use of catergorical definitions required by FDA 3500a does not constitute an admission by riverpoint medical, or its employees, that riverpoint medical or its employees have caused or contributed to the event described in this report. Riverpoint medical has filed this information to comply with the medical device reporting regulation 21 cfr part 803. If additional information is provided to riverpoint medical regarding this event, a supplementary 3500a form will be submitted as required by the FDA. - attachment: [071-2019_a complaint 122-2019 reportability assessment.pdf]

Event description:
According to the reporter, during an open procedure, while suturing the vagina after birth, the device's thread got loose. A new thread from the same box was used to complete the case. There was no patient injury."